Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the devic started beeping and it showed technical faults. Technical fault with internal reference number (B)(4) (voltage out of tolerance).

Manufacturer narrative:
It was reported that the ventilator went into ambient mode and alarmed with technical faults during non-clinical use. No patient was invovled. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. To address the issue, a control board was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the control board, as no further issues have been reported.